Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a transfer set. This issue occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and the main body of the transfer set twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent bond between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.